Event description:
After initiation of dialysis treatment a separation occurred at the junction of the venous bloodline and the central venous catheter resulting in bloodloss > 400cc and air entering the central venous catheter.